Event description:
Ophthalmic exam indicates that the patient prsented, prior to their carotid procedure a complaint of visual problems in the right eye. Symptoms specifically had occurred for two months on a daily basis and described as "a brightness within her right eye" obscuring her visual field. The patient also has reported experiencing mild weakness in the hip flexor muscles bilaterally since discharge from hospital. These symtoms appear to have been a mild myopathty and potentially related to the lipitor. Neurological exam found the patient had 5/5 weakness in the bilateral detoids, right mildly weaker than left and quads bilaterally, other wise all muscle groups are 5/5 throughout. There is no evidence of fasciculation tremor or athropy. It was felt the patient had a retinal hemorrhage as well as vitreous detachment. No additional information was available.

Event description:
It was reported that the pt experienced visual disturbances (eye floaters, cobwebs) at the 1-month follow-up visit. The condition is continuing and unk if it was pre-existing. It is not felt to be related to the device. The action/treatment was to continue follow-up with an ophthalmologist. The event did not result in new/prolonged hospitalization or intervention. The pt's outcome is improved condition.